Event description:
It was reported, the healthcare provider (hcp) did a ¿line test¿ because they could not figure out if it was clogged or not and did not want to withdraw the medication prior to the ¿line test¿ and the patient overdosed. It was noted, the patient was sent home an hour and a half away and the patient was in full blown overdose, ¿shutting down internal organs,¿ ¿lifeline couldn¿t fly,¿ and the patient had no hospital access. It was also reported, the patient¿s family spent the next 48 hours calling in reports every two and a half hours to the ¿ortho¿ surgeon that was located five hours away. It was further reported, the patient could not be left alone for two seconds because, he would close his eyes and go to sleep and vitals were changing. The pump was being used to deliver intrathecal baclofen therapy. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information was received from a consumer on (B)(6) 2016. Per the reporter, the patient's catheter tip was located past the arachnid layer of the brain and that was where it was supposed to be placed. The dye test was done in (B)(6) 2008. The pump was delivering lioresal (2000 mcg/ml at 1420.8 mcg/day).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).